Event description:
It was reported that during a pci treatment procedure, the pt graphix std 182 cm guidewire fractured and a portion was left in the pt's body. The pt was aysmptomatic during this event. The lesion being treated was a 100% stenotic lesion (chronic total occlusion - cto) in the mid right coronary artery (rca). The physician attempted to cross the lesion via a parallel wire technique with the pt graphix guidewire and a conquest guidewire. It is noted that the guidewire was manipulated through a metal entry needle and resistance was met with insertion of the guidewire. The physician discovered on fluoroscopy that a complete fracture of the polymer and corewire of the tip of the pt graphix guidewire had occurred. The physician said that it was broken due to increased torque when the tip of the pt graphix guidewire became stuck in the cto lesion. The fractured portion was left in the body and the procedure was not considered successful. The physician thought that due to the difficulty of the procedure due to the cto lesion, that successful pci was not possible, therefore he planned to carry out CABG in the future. The pt's current status is reported as 'good'.